Manufacturer narrative:
Analysis found that the connectors were loose on pcb. The assembly clip and parts/components were bent. Assembly clips and wave washers worn out. Fuse decal missing. Assembly clips have been replaced. Fuse decal has been replaced. The unit has been successfully tested according service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the interface was not working. There was no patient impact.